Event description:
Caller reported that her daughter uses the medtronic quick set paradigm and sometimes the tubing gets kinked up under the skin and insulin will not be delivered. Recently the tubing kinked up three times and her daughter was admitted in hospital on (B)(6) 2013 for d.k.a.